Event description:
To the u.s. Food and drug administration medwatch program I am writing to formally report that I am a recipient of a recalled breast implant device and to request that this information be entered into FDA safety tracking systems. My implant information is: manufacturer: inamed (now allergan / abbvie) type: saline-filled breast implant shell: biocell textured silicone shell reference number (ref): 168-240 serial number (sn): (B)(6) I recently learned that this specific model is part of the allergan biocell textured implant recall due to its association with breast implant¿associated anaplastic large cell lymphoma (bia-alcl). I no longer have the name of the implanting surgeon or the exact implantation date, but I am providing the manufacturer serial and reference numbers so the device can be accurately identified in FDA records. I am requesting that: this device be recorded in the FDA adverse device and recall tracking system. My case be included in any safety surveillance related to biocell textured implants at this time I am seeking appropriate medical evaluation and guidance regarding this recalled device. Please confirm receipt of this report. Sincerely, (B)(6).